Event description:
The customer reported obtaining erroneously high na (sodium) and cl (chloride) results for three (3) patients involving the unicel dxc 680i synchron access clinical system. The erroneous results were reported out of the laboratory but when the issue was noticed, the samples were repeated on an alternate dxc and reports amended. There was no change or affect to patient treatment in connection with this event. Na qc (quality control) results prior to and after the event were within the laboratory's established ranges. Cl qc results prior to the event were within the laboratory's established ranges but one level of cl qc result after the event was low, outside of the established range.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noticed a buildup of precipitation around the eic (electrolytes injection cup). The fse replaced both eic valves and confirmed that there were no kinks in line #15. Repair was verified per established procedures and failure mode appears to be the eic valves. (B)(4).